Event description:
The lens did not implant correctly into the pt's eye. The surgeon removed and replaced the lens.

Manufacturer narrative:
See MDR 1920664-2008-00179 for delivery device used with this intraocular lens. The eval found one of the haptic of the lens was bent. Due to the damage to the haptic, the lens cannot be tested.